Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has experienced atrial fibrillation ever since the device was implanted. Follow up with the physician's office revealed the rate response and sensitivity on the device have been reprogrammed in the past. The device is functioning normally and remains in use. No patient complications have been reported as a result of this event.